Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. A sample for this complaint was not provided for analysis. A photo of the attached atrium was provided for evaluation. The investigation was not able to identify any potential failure modes or defects from the photo provided. Based on the provided failure mode description, the nurse accidentally removed the valve from the catheter assembly. The lot number was not reported, therefore, we cannot pull the device history records. Based on the evidence provided (one picture), a probable root cause could not be identified for this complaint. With no lot number, we could not perform a device history report and no complaint sample was provided for evaluation. Since the failure was not confirmed, we were unable to provide a root cause nor any corrective actions. We will, however, continue to track and trend future feedback for similar issues.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Nurse needed to connect to atrium (underwater seal drain), so she pulled the valve off. Connected the atrium and sealed it with together. The valve was discarded and has no valve. Pleural insertion kit was inserted at (B)(6) hospital this week. Patient transferred to mildura base hospital with no information. No patient harm. Additional information received (B)(6) 2017: the nurse accidentally pulled out the valve on the catheter end. They have not replaced it yet. Probably won't. If I have any updates, I will advise you.